Manufacturer narrative:
Pt information: ni. Conclusions: product has been requested to be returned for evaluation and has not been received. Request for additional information regarding the incident has been made. Note: this submission is based solely on the user facility's reported issue. Note: the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Contraindications: "do not use this device on a patient who is or becomes: suicidal; highly aggressive or combative; self-destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision. (B)(4). Device has not yet been returned.

Event description:
The restraint was applied to a (B)(6) male who weighed (B)(6). The patient was able to pull the stitching apart, which freed one hand. The patient then hit a staff member. Customer reported the restraint was new and had possibly been used once. The exact date of event is unknown.

Manufacturer narrative:
Additional information was received confirming that there was no injury to the staff member who was hit by the patient, nor was there any medical attention required.

Event description:
Supplemental submission based on additional information received regarding the staff who was hit by the patient.

Manufacturer narrative:
Although product was not returned, photos were provided by the customer. Based on the photos, it is possible that the stitch may have contained broken or loose threads (possible unraveling of the threads); threads may have been severed during use; and it is possible the patient exerted excessive force past the threshold of the stitch. A sample evaluation of a lot in stock revealed the stitching that was in tact compared to the photos provided by the customer where the stitching came apart. Based solely on the information available and the photos provided, the root cause of the reported issue could not be confirmed. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time.

Event description:
Supplemental submission based on engineering evaluation on photos provided by the customer as the customer confirmed that the product will not be returned for evaluation.